Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2006. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2006 during which the surgeon imbricated the mesh to try to get rid of some of the laxity he encountered. It was reported that the patient underwent a left component separation, exploratory laparotomy with extensive lysis of adhesions and excision of infected mesh on (B)(6) 2012 and the mesh encountered was removed entirely. It was reported that the patient underwent multiple recurrent ventral hernia repair surgery, exploratory laparotomy and extensive lysis of adhesions on (B)(6) 2014. It was reported that the patient experienced severe pain, extensive adhesions, numbness, disfigurement, recurrence scarring, inflammation, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2002 which is captured in a separate file. No additional information was provided.